Event description:
It was reported that following a transverse colon resection procedure in which a tlc55 and tlc 75 were used, the patient had to be taken back to surgery as a result of a post-op leak. It was not known how long after the original surgery the patient was taken back for the re-op. The patient was sick and septic. Longer hospitalization was required. It was unknown know how the re-op procedure was completed. No devices will be returning.

Manufacturer narrative:
(B)(4). Additional information received: the patient came in for a coin resection that was performed on (B)(6). On sunday (B)(6) was the follow up case. Also, the patient is doing much better and still recovering.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2015 additional information was requested: what is the patient¿s current condition? How long was the time period from the end of the first surgical procedure until the second procedure? Why were two different tlc devices used in the case? What issues were apparent in the primary procedure? During the operation, what was the appearance of the staple line (intact, malformed staple, etc.)?